Event description:
It was reported that a cartridge did not fit onto the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided. Did the customer¿s bg exceed 500 mg/dl or read high - no: there was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.